Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). The customer stated while doing a procedure, pictures flickered and screen turned light green color. No image. Passed wet and dry leak tests. Changed scope, and able to complete procedure. The customer owned endoscope was received by pentax medical for evaluation on 12-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found image blackout confirming the customer complaint and also documented the following inspection findings: fluid invasion to insertion tube, fluid invasion in segment section, fluid invasion in control body, insertion tube buckles at end of root brace, control body severe corrosion inside, pve electrical pin corroded, failed dry leak test, endoscope failed electrical safety test - plct, failed wet leak test, leak at biopsy channel (large/ primary) inlet side, fluid invasion in pve connector, operation channel- primary slice by accessory, pve connector housing scratched, suction function not performed unit compromised, fluid invasion in umbilical light guide cable, control body frame based plate coating peeling, fluid damage to light carrying bundle, up/ down guide plate corroded, pve electrical connector frame mild corrosion. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, light guide fiber bundle (lcb), adjusting collar, bending rubber, distal attaching plate, insertion flex tube, segment assy attaching screw, staycoil collar, segment staycoil assy pb-free, rl pulley assy, ud pulley assy, bracket cover, connecting receptacle, dr-stopper assy, guide cover plate, intermediate plate, staycoil holder bracket, stopper screw holding plate, ul-stopper assy, pcb for r.c switch pb-free, remote control button, switch with base plate no1 pb-free, switch with base plate no2 pb-free, pcb for ccd drive pb-free, electrical connector assy, base plate, conductive plate, signal wire for ccd, shield pipe for ccd. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 17-aug-2021, a device history record(DHR) review for model model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 01-nov-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-nov-2010. The endoscope is awaiting repair and approved by final qc as of 02-sep-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.